Manufacturer narrative:
Additional information was received that the patient had a degenerative narrowing of the lumbar vertebral canal, at the level where the physician placed the lead. This resulted in the effect of a spinal cord compression.

Event description:
A report was received that the patient's scs system was explanted due to his body not tolerating the device.

Manufacturer narrative:
(B)(4). Event date and explant date: (B)(6) 2015. Concomitant medical products: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs system was explanted due to his body not tolerating the device.